Manufacturer narrative:
Reporting was delayed as the initial information did not disclose that there was patient involved with malfunction. After receiving additional information from customer it was determined that this would need to be reported. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. The end user reported that had to 2 to 3 inflation valves fail before the found an endotracheal that could be used. This delayed the intubation of the patient. There was no harm reported as the patient was being manually ventilated with a bag and mask. Based on this information this is a reportable event.

Event description:
While being used the fiber (outer diameter 4.0mm) and blocker at the same time, connector came off from the tube.